Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. Additionally, the dso seal was found to be delaminated. The probable cause of the reported issue was physical damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen has scratches and an indent. No further information was provided. Patient involvement unknown.